Manufacturer narrative:
The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot.

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. In report is in reference to: mw5068540.

Event description:
It was reported that the patient underwent an unknown hernia repair procedure in 2006 and mesh was implanted. The patient reported experiencing pain and discomfort. The patient received pain injections and medication from a pain clinic. After several visits at the pain clinic, there was still no relief. The patient reported increased throbbing pain in the intestinal area due to movement, coughing or stretching. In 2008, the mesh was removed. It was found that the mesh was balled up and caused damage to the abdominal nerves and spermatic cords. The mesh had adhered to the nerves which caused swelling and pain in the testicles. In 2009, a neurologist performed an orchiectomy to one testicle. The patient developed a problem in the inguinal incision during the removal of the mesh and the surgery was performed through the scrotum and a testicle atrophies developed. Removal of one testicle relieved the constant throbbing in the inguinal area, but the patient continues to experience pain. Th patient continues to visit the male clinic for pain management where he receives two types of nerve injection which gives temporary nerve relief. No additional information has been provided.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 1/03/2019.